Event description:
It was reported that fast fix implant t2 broke in half as insertion rod pushed implant down shaft. Surgeon was able to recover broken implant and t1 pulled out. No patient injury reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Consequently, investigation and conclusions could not be made by the investigator. After manufacturing records review, the investigator determined that the product met specifications upon release to distribution. No further actions pursued at this time.